Manufacturer narrative:
On (B)(6) 2021, during visual evaluation of the picture that was received on (B)(6) 2020 no apparent damage or visual anomalies were observed in the product. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Generalized illness complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Note: on 12/2/2020, a photo of the devices was received by mentor. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor unspecified saline implants smooth and suffered from the following generalized illness symptoms: memory and neurological issues, sickness, inflammation in the chest, a lot of pain, chronic pain, chronic fatigue, the body just gave out, inflammatory markers began to show up. The patient felt nausea. As a result, the patient had undergone removal without replacement on (B)(6) 2020. This medwatch is for the right breast implant.